Manufacturer narrative:
Device received with operational currents within specific range and passed self test and displacement test. Power error 25 due to connector resistance electrical board. No pump error 2 or pump error 23 was noted. Device error noted in the formatted history file, problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for multiple pump error. Customer¿s blood glucose was 9mmol/l at time of incident. Customer was advised to discontinue using the pump and revert to backup plan as per hcp till replacement received. Insulin pump will be return for analysis.